Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reportedly woke up with a blood glucose (bg) level of 442 mg/dl and tested positive for ketones. She claimed the insulin cartridge was leaking insulin and that the cartridge was wet with insulin. She stated she resolved her elevated bg by using a non-animas insulin pump. The animas customer support rep confirmed that the reported cartridges are not part of a recall. This complaint is being reported because the pt allegedly experienced elevated blood glucose levels with ketones due to insulin leaking from the insulin cartridges. Replacement cartridges were sent to the pt.